Event description:
This rv lead was implanted on (B)(6) 2016 and remains implanted at this time. A call was placed to technical services on 5/5/2017 in which it was reported that an automatic safety switch from bipolar to unipolar occurred on (B)(6) 2017 due to an rv pace impedance measurement of >2000 ohms. Reports this is the second time for ra for out of range rv pace impedance. Technical services suggested patient isometrics to elicit noise, chest x-ray to rule out lead insulation damage. The physician was dr. (B)(6) in (B)(6) in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).